Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Since there is no implant date or explant date, only an estimated implant time, this device appears to have met the estimated longevity for this particular model. The device has no telemetry or output and no complaint received with device, there is no data in which to make an accurate conclusion. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being explanted. The device tested out of specification. No patient complications have been reported as a result of this event.